Manufacturer narrative:
The customer reported that the battery latch would not properly retain the battery within the unit due to a breack in the plastic latch. The customer was advised to remove the unit from service.

Event description:
An international distributor reported that their customer's AED's latch to hold the battery pack is broken and the battery will not stay in the unit. The customer did not report this occurring during patient use.